Event description:
Pt with tube noted to have mercury in bowel on x-ray. Attributed to previous tube that pt self-removed that prior episode. At time of removal of this tube (3/4/95) pt noted to have more mercury in bowel. Md who removed tube noted that bag was ruptured, but removed intact (no fragments left) no harm/injury to pt per md as mercury is not absorbable & will pass through rectum.